Manufacturer narrative:
Additional information received reported that an intervention procedure was planned. However, angiography showed no endoleaks at all. Therefore, the intervention procedure was completed without performing any additional treatment. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm. There was also a pre-operative aneurysm rupture. It was reported that an endoleak into the aneurysm was observed when the patient returned for follow up. Possibly, it was type ia or ii. It was noted that a type ia endoleak has not been clearly identified on the CT. A gap was identified between a part of the proximal neck and the vessel wall. Although type ia endoleak seemed unlikely, the physician felt that another endoleak might be induced in the future due to the loose contact between the stent and the vessel wall. Another major endoleak was found to be originating from the junction of the ipsilateral limb. The physician stated that the cause of the event was due to undersizing. They noted that, considering that the device was inserted at an angle due to rather tortuous proximal neck as well as that the vessel diameter just below the ra (renal artery) was 24mm in the tangent direction, the physician seems to have a suspicion about the choice of 28mm main body for the aneurysm with reversed taper neck andan ostium of approximately 27mm. It was further reported that, regarding the type iii endoleak, the junction was overlapped by three stents or longer; so it could be type iiib endoleak, not a junction leak. No additional clinical sequelae were reported and the patient is being monitored by their physician.